Event description:
The customer reported that during routine daily checks, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). They noticed that the platform's driveshaft would not fully rotate to its "home" position despite troubleshooting. While attempting to rotate the driveshaft to its "home" position, it rotates about 180 degrees and fails to fully turn to "home". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed through both archive data review and functional testing. User advisory 45 is triggered when the platform's driveshaft is not in its designated "home" position. This condition is typically resolved by manually pulling up on the lifeband until it is fully extended, which returns the driveshaft to the correct position. The customer stated that while attempting to rotate the driveshaft to its "home" position, it would rotate about 180 degrees and fail to complete the full rotation to the "home" position. During evaluation, the encoder driveshaft on this platform did not rotate smoothly and exhibited binding and resistance. This was caused by a heavily sticky clutch plate, likely resulting from sharp edges on all 12-hex edges of the armature plate or burrs on the surface of the clutch rotor due to wear and tear. The autopulse platform was manufactured in april 2021 and is now nearly five years old. Reviewing the archive data showed multiple user advisory (ua) 45 (not at "home" position after power-on/restart) around the event date, confirming the customer's reported complaint. The platform failed the preliminary functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's encoder driveshaft was not rotating smoothly and exhibited binding and resistance due to a heavily sticky clutch plate, which was deburred to address the problem. Subsequently, the driveshaft was rotated to its "home" position to remedy the complaint. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).